Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent stent graft placement procedure using covera vascular covered stent. On (B)(6) 2025. After the procedure, the stent was collapsed onto itself. Placed a gore stent next to covera to open up.

Manufacturer narrative:
H11: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product. Based on this review the products of this lot were found to have met its specifications prior to shipment. Investigation summary: the delivery system was not returned for evaluation; the stent remains implanted. Based on x-ray images provided a stent placed in the cephalic arch is confirmed to be compressed; there is no completed collapse of the placed stent. The stent has been placed in a curved section of the vessel. Based on provided image data, the no indication was found that a device deficiency or a material defect contributed or caused the deformation of the stent. Based on information available and evaluation of the provided images, compression of the placed stent is confirmed. However, a definite root cause for the reported issue could not be identified. Labeling review: relevant labeling for this product was reviewed. Potential complications and adverse events were found to be referenced. The instruction for use states that potential complications may include but are not limited to: new lesions in the access circuit requiring reintervention, thrombotic occlusion, restenosis of the target lesion requiring reintervention and others. Covered stent specific events that could be associated with clinical complications such as misplacement, migration, embolism, fracture, compression, kinking and insufficient covered stent expansion. Instructions for correct deployment of the covered stent were found to be described in the instruction for use. Regarding selection of the correct size of the covered stent the instruction for use states: "special care must be taken to ensure that an appropriately sized device is selected. In the case of a diameter difference between the inflow and the outflow end, utilize the following as the reference vessel depending on the type of access. For an av graft access, utilize the graft diameter and for an av fistula access, utilize the inflow vein diameter." G2, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent stent graft placement procedure using covera vascular covered stent. On (B)(6) 2025. After the procedure, the stent was collapsed onto itself. Placed a gore stent next to covera to open up. There was no reported patient injury.